Event description:
Note: this report pertains to one of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2010-02114 for a description of the other device. It was reported to boston scientific corporation that following an anterior repair procedure (procedure date unknown) using a pinnacle anterior/apical pfr kit and an obtryx halo single system device (distributed by boston scientific corporation), the patient, during a follow-up visit with the physician, was found to have presented with erosion within the vaginal wall. It is unknown whether the erosion is from the pinnacle mesh or the obtryx sling. The patient was also found to be infected with (B)(6) and at this time, the physician was referred to a dr. (B)(6) for assistance with the course of treatment for the patient. The patient was hospitalized overnight the evening of the procedure and again for a day when she came back for a cystoscopy and to be treated for the (B)(6). It is unknown how the (B)(6) was/is being treated and what further intervention, if any, the physician has planned. No further information has been forthcoming for this event.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.